Event description:
Procedure: tubal ligation reportedly, there was a burr on the blade that is inserted through the cannula. The burr is creating plastic shavings from the inside of the cannula. Pieces were removed from the cavity with a grasper.